Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incorrect, correct b5 section should be- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5103365). The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination on the outside of the device. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence contamination on the back panel of the case. The manufacturer found no evidence of sound abatement foam degradation. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of contamination inside of the humidifier. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of contamination on the back panel of the case, and inside of the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4)